Event description:
Sorin group received a report that on the fourth day of an ECMO procedure, the clinician noticed air had entered the perfusion circuit through a hole in the blood reservoir. The clinician stopped the pump and clamped off the pt until the circuit was removed. There was no pt injury.

Manufacturer narrative:
The cardiopulmonary bypass blood reservoir is a component of the custom perfusion pack the 501(k) number of the blood reservoir is k882414. Sorin group received a report that on the fourth day of an ECMO procedure, the clinician noticed air had entered the perfusion circuit through a hole in the blood reservoir. The clinician stopped the pump and clamped off the pt until the circuit was removed. There was no pt injury. The product was returned to sorin group USA for eval. The investigation is on-going. A follow up report will be sent when the investigation is complete.